Event description:
It was reported that "following knee replacement surgery on (B)(6) 2025, on day 1 in the care unit, 10 cm open scar. Approximately 15 staples detached, no impact, no fall by the patient, no inappropriate behavior by the patient. Current condition of the patient: significant risk of infection for the patient. Two general anesthetics in 24 hours. Actions taken in the healthcare facility to treat the patient: patient returned to the operating room the following day. Exploration, cleaning, and closure of the scar". No further patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.